Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of oversensing caused by both myopotentials and crosstalk were observed on the device. The device was reprogrammed to resolve the event. The patient's condition was stable and there were no adverse events. Related manufacturer reference number: 2938836-2017-31101.